Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had a faulty display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the video receiver to lcd cable then completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Updated fields: b4, g4, g7, h2, h6 (evaluation result codes, evaluation conclusion codes), h10, h11 corrected fields: d5 (other operator of med. Device), e1 (initial reporter), e3, h6 (device codes).

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had a faulty display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The repair was not completed. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) had a faulty display. There was no patient involvement, and no adverse event reported.